Event description:
The following was reported to hamilton medical ag: technical event:231009 due to defective blower.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective blower the blower speed is lower than the target speed-5% for more than 5s. Correction: blower replacement.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective blower the blower speed is lower than the target speed-5% for more than 5s. Correction: blower replacement. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: technical event:231009 due to defective blower.